Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, she was pressing the act button to fill the tubing and the device was unresponsive. The device kept alarming no delivery, according to the customer it occurred while he did set change. Customer was advised to remove the reservoir from the device, rewind, and then fill the tubing without the reservoir in. Customer stated the piston stopped moving but still heard the motor sound. No alarms were noted in the alarm history. Customer's blood glucose was unknown. Customer is returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.